Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the suspect device. The carefusion fa rep visually inspected part and noticed moisture ingress spots on screen as well as substance on the inside of the panel. The carefusion fa rep installed in known good screen; the screen was responsive and could be calibrated successfully. The carefusion fa rep reported the spots on the screen are evidence that there was once moisture ingress which would cause an unresponsive screen due to the moisture shorting the touch screen. The carefusion fa rep determined the root-cause to be the front panel moisture ingress is a known issue that is being address internally.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported the touch screen is not responding to touch and there is some spot on screen display while using the vela ventilator. The issue occurred during testing and was immediately taken out of service. The customer reported no patient involvement associated with this event.